Manufacturer narrative:
Our filed service engineer investigated the ventilator on site. It was reported that the ventilator generated low o2 alarm. The reported event could not be duplicated. The nozzle unit of the gas modules were replaced as a precautionary action. The ventilator passed all functional and safety tests and was cleared for clinical use. Ventilator logs were downloaded. The investigation of the provided logs confirms the reported event of low o2 concentration alarms on 05/14/2023. The logs do not contain any technical error codes indicating any ventilator malfunction at the time of the event. The ventilator passed pre-use check prior date of the event. The root cause of the reported alarms has not been determined.

Event description:
It was reported that the ventilator generated an alarm indicating low o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).